Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug-eluting stent was intended to be implanted in a moderately calcified mid cx lesion. Tortuosity was moderate. The lesion had 90% stenosis. The lesion was pre-dilated. No damage was noted to packaging. No issues were noted when removing the device from the hoop. Negative prep was performed with no issues. During preparation, the appearance of the stent caused the technician concern. At very quick glance, the technician noted the appearance of the stent did not appear proper and typical compared to other stents prepped in the past. However the stent was loaded onto the wire. Delivery of the stent to the lesion area was attempted. The device passed through a previously-deployed stent. Resistance was encountered when advancing the device. No excessive force was used during delivery. It was reported that the stent failed to advance to the lesion. The un-deployed stent was removed. It was noted that the stent was deformed. There was one stent strut was protruding outward away from the stent body at a 90 degree angle. An alternate resolute onyx stent was used to treat the lesion. Patient is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specification. Deformation was evident to the 17th and 18th stent wraps with struts raised and bunched. Deformation was evident to the distal tip, with tip appearing torn. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.